Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported issue with this device. Common carotid balloon inflated concentric when it was inflated with 1.5 ml of saline. However, when we inflated the internal carotid balloon with recommended volume of 0.25 ml of saline, we observed that the internal carotid balloon inflated non-concentric. The diameter of this inflated balloon was measured to be 7.44 mm which was still within our specification of 8 mm+/- 1.5 ml. This balloon also deflated properly and within its validated time limit when the liquid inside the balloon was aspirated using a syringe. The internal carotid balloon was able to properly occlude the test fixture when the balloon was inflated inside this fixture. We also observed the inflated section of the balloon was on the same side where the skive holes are located. Based on our device evaluation, it is unlikely that this device could lead to serious injury had it been used in a patient since no functional issue was noted during our evaluation process inspite of the internal carotid balloon being off-centered. Our manufacturing team does conduct 100% inspection on each device and test them for balloon functionality. Each of the common and internal carotid balloons are inflated with air using a syringe and then inspected to ensure balloons inflate concentric. It is possible that this balloon was poorly assembled during assembly process that led to a non-concentric inflation of the balloons. Multiple inflations or over-inflation of the internal carotid balloon at the hospital could have also contributed to this issue. We have also implemented a corrective and preventive action (CAPA) to address this issue. The corrective actions includes process change along with retraining of operators that we believe will assist the balloons to inflate and deflate uniformly along their entire circumference. The malfunction was detected during pre-use check. Surgeon used another f3-s shunt for the procedure.

Event description:
During pre-use check, when the user attempted to inflate the internal carotid balloon with recommended volume of 0.25 ml of saline, he observed the balloon inflated unsymmetrically. So, he replaced this device with another f3-s polyurethane carotid shunt.